Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support with resetting the pump, which resolved the malfunction without recurrence. Customer was advised to continue using the pump and to contact support if the issue arises again.